Event description:
It was reported that the ventilator will not run on alternating current (ac) power. Although requested, the information regarding the use of the ventilator on a patient was not provided.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30/aug/2018. Date received of manufacturer: 29/jul/2018. The power supply was returned for evaluation. The part was tested including extended use testing and no issues could be identified. Part performed as designed. Unable to determine the cause of the event.